Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio determined that the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u61 from the system controller pcb assembly.

Event description:
The customer initially reported that their device had its service indicator illuminated and logged an event code.  After an evaluation of the device, it was observed that the device was locking up during the boot up process.  There was no report of any patient use associated with the reported issue.